Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119448.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. Investigation was unable to determine which lead attributed to the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported patient lost effective therapy due to high impedances on the lead. Additional information reported surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected: d4. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.